Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to chronic dislocation. Then, on (B)(6) 2014, the patient underwent a second revision also due to dislocation. Review of invoice history reveals the head and liner were removed and replaced on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-00126 / 00127 and 00406 / 00407).